Event description:
It was reported that a malfunction alarm occurred with the pump, identified as malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.